Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc. Approximately one and a half month later, patient developed swelling and redness that's very lumpy and bumpy. Patient was treated with doxycycline 100 mg twice a day and prednisone 10 mg daily. Event is ongoing.